Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. (B)(4). The product analysis lab (pal) evaluated the device. Internal and external inspection revealed damage marks on the power switch resulting in it's being stuck in the on position. The cause of the earth leakage current test failure was external force or impact. The power switch will be replaced. Device was sent to service. If additional relevant information is received, a follow-up will be submitted.